Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt was hospitalized in 2008 due to an infection at the implant site. The pt had rsv bronchiolitis two weeks prior to admission, and acute otitis media six days prior to admission. There was "mastoid fluid with mastoid bone destruction and external edema with out an abscess, consistent with otomastoiditis". Reportedly, the device was in the correct position. The pt was treated with IV ceftiaxone. Reportedly, the mastoid site was normal at the time the pt was discharged from the hospital. The pt was sent home with pocefdinir. Reportedly, the pt "has healed well" and is using the device.